Event description:
It was reported that during an unspecified treatment procedure, a guide wire tip detachment occurred. A 3 025/260 platinum plus guide wire tip broke off in the patient during procedure. The detached platinum plus guide wire tip was retrieved with a snare. No further patient complications were reported.

Event description:
It was reported that during an unspecified treatment procedure, a guide wire tip detachment occurred. A 3 025/260 platinum plus guide wire tip broke off in the patient during procedure. The detached platinum plus guide wire tip was retrieved with a snare. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer. Examination of the returned device revealed the spring tip severely elongated and unraveled. Also it was observed evidence of core wire fracture at 3 cm from the distal tip section. The device appears to have been pulled or pushed against resistance. Sem analysis revealed the failure occurred due to a torsion/bending overload. No material anomalies were found. The guide wire is within outer diameter specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).